Manufacturer narrative:
Device evaluation summary: analysis of the pump found gear train anomaly ¿corrosion, wear, and lubrication¿ and ¿stall due to shaft-bearing¿. Conclusion code and result code are no longer applicable for this event.

Manufacturer narrative:
(B)(4)

Event description:
The patient was having acute increased pain. An alarm was not heard, but was confirmed by telemetry. Telemetry confirmed a critical alarm was occurring. The pump motor stalled on (B)(6) 2015 at approximately 11:30 pm and did not recover. Emi/magnetic interaction was denied. The patient was admitted to the hospital. The pump was explanted. As far as this reporter knew, the patient was receiving effective therapy following the pump replacement. The device system was delivering fentanyl.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.